Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following pocket closure, oversensing was noted for a few beats, but hasn't been seen since. The device remains in use. No patient complications have been reported as a result of this event.